Event description:
It was reported that post a da vinci si surgical procedure the cautery tip of the permanent cautery hook instrument was melted. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, during internal evaluation of the instrument engineering discovered evidence that an arcing event occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed evidence of arcing on the distal clevis conductor cable. The conductor cable cover was missing and the conductor cable cover was damaged. Additionally, the grip base showed signs of arcing.